Event description:
The hospital reported that 7mm extended length endoscope was reported as having a cloudy lens and being old. No patient harm. The issue occured in sterile process department.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. Reported serial # (B)(6). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.